Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During follow-up, backup vvi was noted on the device. Technical support was contacted and it is unknown whether premature battery depletion or normal eri was the cause of the backup vvi. The device is awaiting explant and replacement to resolve the event. The patient was in stable condition.

Event description:
The device was explanted and replaced to resolve the event of backup vvi. The patient was in stable condition.

Manufacturer narrative:
The customer complaint of bvvi was confirmed. The device was received in bvvi settings and output was lower than expected due to low battery level. The device image analysis showed that bvvi occurred due to transient voltage fluctuations which occurred due to hardware code corruption. The original battery had depleted to normal eol level. The analysis performed after installing a new battery and reloading the product code did not find any anomalies. The implant duration was 11.55 years, which exceeded 10.37 year projected longevity and is considered normal battery depletion. Despite extensive testing backup condition could not be reproduced and the cause of code corruption could not be determined.